Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call of high blood glucose readings and air bubbles anomaly from the insulin pump. The customer's blood glucose reading was 500+ mg/dl. The customer treated with the pump. The customer stated that her blood glucose went high after a bolus. The approximate size of the air bubbles is 1 inch. The customer stated that the pump was rewound with a reservoir in place. The customer was advised to deliver a 5 unit fixed prime until air bubbles are no long visible. The customer stated that insulin was not stored at room temperature. The customer did not want to troubleshoot for high blood glucose readings.